Event description:
Complainant alleged that during biomed testing, the device displayed a "runtime calibration failure - 1051" error message.

Manufacturer narrative:
This supplemental medwatch report is reporting the evauluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code)device evaluation:the device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative was onsite and did observe the customer's report. The smart pneumatic module board was replaced to resolve the malfunction. The device as recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "self check failure" error message. Complainant indicated that there was no patient involvement in the reported malfunction.